Event description:
It was reported that at the post-operative check one day after implant, the right ventricular lead had r waves of 3-4 millivolts which had decreased from the implant measurement of greater than 11 millivolts. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.